Event description:
It was reported that this right atrial (ra) lead was explanted due to variance in impedance measurements and high capture thresholds. Another ra was successfully placed. No additional adverse patient effects were reported. As of today, this product has not been received by boston scientific for further investigation.